Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also noted that the patients device was causing discomfort. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104909/7110035. Product family: scs-lead fixation upn: m365sc43180. Model: sc-4318. Batch: 29705272.